Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4), (B)(6). A supplemental medwatch will be submitted upon receipt of additional information.

Event description:
(B)(4). Customer stated the pump would display a rpm diff error at power on. No known consequences to the patient. Service observed the system and duplicated the error. Troubleshot system and determined a new motor was the most likely cause of the error code. (B)(4).

Manufacturer narrative:
Field safety engineer has been sent for investigation and found intermittent rpm-diff error. The motor, the belts and bottom connector has been replaced. Reinstalled pump after repair from repair center. The preventative maintenance with calibration and functional testing as per service manual has been completed. All tests passed. Thus the failure could be confirmed. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).